Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12, with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the caller acknowledged and understood.